Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.